Manufacturer narrative:
Twenty-six samples were provided to our quality team for investigation. The samples were visually evaluated. Six samples had embedded foreign matter present on several locations on the barrels, three samples had knockout pin flash on the plunger rod, eight samples had excessive silicone present outside of the fluid path, five samples were observed to be missing their stopper and four samples had severe barrel damage/scraping on various locations of the syringe. Potential root cause for the embedded foreign matter defect and knockout pin flash are associated with the molding process. The embedded foreign matter occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. This type of defect is cosmetic and does not pose risk to the customer. Potential root cause for the excessive silicone outside fluid path, missing stopper, and barrel damage are related to the assembly process. A device history record review was completed for provided lot number 1270510. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported while using bd syringe 1 ml ll bns the plunger rod was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: visible silicone oil: 8. Ink spots, embedded matter: 6. Missing stopper: 6. Light damaged plunger: 5. Damaged piston: 8.

Event description:
It was reported while using bd syringe 1 ml ll bns the plunger rod was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: visible silicone oil: 8, ink spots, embedded matter: 6, missing stopper: 6, light damaged plunger: 5, damaged piston: 8.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.